Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) received a call about programming a pacemaker into MRI protection mode. The device had previously been programmed off due to a right ventricular (rv) lead fracture. There were out-of-range impedance measurements of greater than 3000 ohms, which had triggered the lead safety switch (lss), and there was reported loss of capture (loc). A non-sustained ventricular tachycardia (nsvt) was stored because of noise oversensing, with pacing inhibition that lasted less than two seconds. Subsequently, a revision procedure was performed. The pacemaker and rv lead were electrically abandoned, and a non-boston scientific leadless pacemaker was implanted. The patient was not pacing dependent. No additional adverse patient effects were reported.